Manufacturer narrative:
Additional information h3: the device remains in the patient and cannot be evaluated. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/6/2023 it was reported, by a patient via email, that in (B)(6) of 2023 the patient underwent surgery due to a syndesmotic rupture and has a tightrope implanted. Since the operation, the patient has been experiencing irritation, itchiness, and liquid running down the leg. No further information was reported. Additional information has been requested.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is a patient specific event, specifically, an allergic reaction to the implanted device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.